Event description:
It was reported that the insulin pump alarmed low battery, followed by failed battery test. The blood glucose reading was 147 mg/dl. The customer was unwilling to complete the troubleshoot process for the low battery alarm, stating that he had lost confidence in the device. Upon troubleshooting, the insulin pump alarmed failed battery test again, and the customer was advised that the insulin pump be replaced. Nothing further reported.

Manufacturer narrative:
All operating currents were within specification, and no unexpected low battery, off no power alarm or battery indicator anomalies were noted. The pump also had minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.